Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. It was reported that the patient exposed components to MRI, CT scan, or diathermy treatment. No injury or medical intervention was reported.